Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 485mg/dl. Troubleshooting was performed. The time and date were correct. The daily totals matched the basal and bolus. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.